Event description:
According to the customer, on 03/22/2024 during a "gyn oncology case exploratory laparotomy, removal of mass, total abdominal hysterectomy, bilateral salpingectomy", the laps were being used to absorb blood when, "one of the strings of cloth was noticed inside the patient's abdomen".

Manufacturer narrative:
According to the customer, on 03/22/2024 during a "gyn oncology case exploratory laparotomy, removal of mass, total abdominal hysterectomy, bilateral salpingectomy", the laps were being used to absorb blood when, "one of the strings of cloth was noticed inside the patient's abdomen". The customer reported the surgeon removed the strings from the abdomen and did a "thorough exam" for any additional pieces. The customer reported the patient was under anesthesia for a "longer amount of time" due to the reported issue. The customer reported the procedure was able to be completed. The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.